Event description:
Information received indicates the valve was removed after almost five years implant duration due to regurgitation and cuspal teat. At retrieval, product inspection noted the tear was in the left right commissure and the leaflet appeared bent. Thrombotic appearing material wa also seen on the valve's left cusp. The device leaflets were removed but the valve wall was retained. Another valve was then implanted with no additional patient complication reported.